Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A return sample has not been received at the site for evaluation.

Event description:
Event verbatim [preferred term] skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ almost a week later and they are still sore [thermal burn] , peeling skin/the skin burned off [skin exfoliation] , the skin burned off and there was oozing [wound secretion] , itching [pruritus] , she noticed it started feeling warmer [device issue] , I currently have a scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) in a red box, (device lot number ap1284 03/05, expiration date jan2020) (UDI# (B)(4)) in (B)(6)2019, for lower back and hip pain. Relevant medical history included low back and hip pain. The patient classified her skin tone as medium (neither light nor dark), she does not have sensitive skin nor any abnormal skin conditions. Concomitant medications included sertraline hcl (zoloft) 100 mg. She has used other heat products in the past including thermacare heatwrap (thermacare lower back & hip) for pain relief without a problem. On (B)(6)2019, the patient stated she used thermacare heatwrap on the lower back as directed for about 7 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company since she was injured by a thermacare hip patch. It shouldn't have burned her. The patient reiterated that she used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and did not have any conditions that were listed on the box. The patient was not hospitalized for the event. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp jan2022 03:30 approximately one month before. She used the first patch three weeks ago and was pleased with how it helped her pain. Last tuesday, (B)(6)2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She stated that the skin burned off/peeling skin and there was oozing and pain along with itching for 2 weeks. She has a scar above her bikini bottom. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. She did not engage in exercise while wearing the heatwrap and checked her skin under the heatwrap when using the restroom throughout the day. She is treating the events herself by keeping it clean and applying antibiotic cream. The action taken with thermacare was not reported. The outcome of the burn and scar were not resolved and the outcomes of the remaining events were unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation. Follow-up (02dec2019, 02dec2019, 03dec2019 and 05dec2019): new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from dchu. Follow-up (07dec2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07jan2020): new information received from a contactable consumer includes: demographic data; medical history, suspect drug data (lot number updated, start date and indication added); concomitant medication; event data (onset date, outcome, event of skin exfoliation, wound secretion, pruritus, scar and device issue added). Follow-up attempts are completed. No further information is expected. Follow-up (17feb2020): new information received from a contactable consumer includes: additional consumer comments. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events thermal burn, skin exfoliation, wound secretion, pruritus and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation.

Event description:
Event verbatim [preferred term] skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ almost a week later and they are still sore [thermal burn] , peeling skin/the skin burned off [skin exfoliation] , the skin burned off and there was oozing [wound secretion] , itching [pruritus] , she noticed it started feeling warmer [device issue] , I currently have a scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) in a red box, (device lot number ap1284 03/05, expiration date jan2020) (UDI# (B)(4) in (B)(6) 2019, for lower back and hip pain. Relevant medical history included low back and hip pain. The patient classified her skin tone as medium (neither light nor dark), she does not have sensitive skin nor any abnormal skin conditions. Concomitant medications included sertraline hcl (zoloft) 100 mg. She has used other heat products in the past including thermacare heatwrap for pain relief without a problem. On (B)(6) 2019, the patient stated she used thermacare heatwrap on the lower back as directed for about 7 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company. It shouldn't have burned her. The patient reiterated that she used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and did not have any conditions that were listed on the box. The patient was not hospitalized for the event. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp jan2022 03:30 approximately one month ago. She used the first patch three weeks ago and was pleased with how it helped her pain. Last tuesday, (B)(6) 2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She stated that the skin burned off and there was oozing and pain along with itching for 2 weeks. She has a scar above her bikini bottom. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. She did not engage in exercise while wearing the heatwrap and checked her skin under the heatwrap when using the restroom throughout the day. She is treating the events herself by keeping it clean and applying antibiotic cream. The action taken with thermacare was not reported. The outcome of the burn and scar were not resolved and the outcomes of the remaining events were unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation. Follow-up (02dec2019, 02dec2019, 03dec2019 and 05dec2019 new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from dchu. Follow-up (07dec2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07jan2020): new information received from a contactable consumer includes: demographic data; medical history, suspect drug data (lot number updated, start date and indication added); concomitant medication; event data (onset date, outcome, event of skin exfoliation, wound secretion, pruritus, scar and device issue added). Company clinical evaluation comment: based on the information provided, the events thermal burn, skin exfoliation, wound secretion, pruritus and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn, skin exfoliation, wound secretion, pruritus and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ almost a week later and they are still sore [thermal burn], peeling skin/the skin burned off [skin exfoliation], the skin burned off and there was oozing [wound secretion], itching [pruritus], she noticed it started feeling warmer [device issue], I currently have a scar [scar], , narrative: this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) in a red box, (device lot number ap1284, expiration date jan2020) (UDI# (B)(4) on (B)(6) 2019, per instructions on box for lower back and hip pain. Relevant medical history included ongoing low back and hip pain. The patient was non-pregnant. She classified her skin tone as medium (neither light nor dark), she did not have sensitive skin nor any abnormal skin conditions. Concomitant medications included ongoing sertraline hcl (zoloft) used from 10-15 years before. She has used other heat products in the past including thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2019 for pain relief with no problems. On (B)(6) 2019, the patient stated she used thermacare heatwrap on the lower back as directed for about 7 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company since she was injured by a thermacare hip patch. It shouldn't have burned her. The patient reiterated that she used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and did not have any conditions that were listed on the box. The patient was not hospitalized for the event. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp (B)(6) 2022 03:30 approximately one month before. She had used a patch a week earlier with no problem. On (B)(6) 2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She stated that the skin burned off/peeling skin and there was oozing and pain (occurred on (B)(6) 2019 along with itching (unknown onset date) for 2 weeks. She has a scar above her bikini bottom. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. She did not engage in exercise while wearing the heatwrap and checked her skin under the heatwrap when using the restroom throughout the day. She is treating the events herself by keeping it clean and applying antibiotic cream. The pharmacist said nothing you can do for burn other than keep clean. The patient used vitamin e- cream+ scar cream after the skin heated. The issues "the skin burned off/peeling skin and there was oozing and pain along with itching for 2 weeks" had resolved, but she now had a scar that is visible when wearing her bikini. The action taken with thermacare was permanently discontinued on (B)(6) 2019. The outcome of all events except scar was resolved. The outcome of scar was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation. Follow-up (B)(6) 2019, (B)(6)2019, (B)(6) 2019 and (B)(6) 2019: new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from dchu. Follow-up (B)(6) 2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07jan2020): new information received from a contactable consumer includes: demographic data; medical history, suspect drug data (lot number updated, start date and indication added); concomitant medication; event data (onset date, outcome, event of skin exfoliation, wound secretion, pruritus, scar and device issue added). Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020 : new information received from a contactable consumer includes: additional consumer comments. Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020: new information received from a contactable consumer included: suspect product data (start date, action taken, stop date), concomitant product data, treatment received, events onset date and outcome. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events thermal burn, skin exfoliation, wound secretion, pruritus and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. A return sample has not been received at the site for evaluation.

Event description:
My skin had burn marks and was very painful [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back and hip l/xl) device lot number and expiration date not provided from an unspecified date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient stated she used thermacare heatwrap on the lower back as directed for a little less than 8 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. The action taken with thermacare and the outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "skin had burn marks and was very painful" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the event of "skin had burn marks and was very painful" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ almost a week later and they are still sore [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date jan2020) from an unspecified date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient stated she used thermacare heatwrap on the lower back as directed for a little less than 8 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company. It shouldn't have burned her. The patient used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and do not have any conditions that were listed on the box. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp jan2022 03:30 approximately one month ago <1t target stores in (name). She used the first patch three weeks ago and was pleased with how it helped her pain. Last tuesday, (B)(6) 2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. Action taken with thermacare and the outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (02dec2019, 02dec2019, 03dec2019 and 05dec2019): new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from dchu. Follow-up (07dec2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to product quality complaint group: severity of harm: s3. A return sample has not been received at the site for evaluation.

Event description:
Event verbatim [preferred term] skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ burns were very painful and almost a week later and they are still sore [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) device lot number ap1284, expiration date 31jan2020, from an unspecified date for unspecified indication. Relevant medical history and concomitant medications were not reported. The patient stated she used thermacare heatwrap on the lower back as directed for a little less than 8 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company. It shouldn't have burned her. The patient used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and do not have any conditions that were listed on the box. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp jan2022 03:30 approximately one month ago it target stores in (name). She used the first patch three weeks ago and was pleased with how it helped her pain. Last tuesday, (B)(6) 2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. The action taken with thermacare and the outcome of the event was unknown. According to product quality complaint group: severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (02dec2019, 02dec2019, 03dec2019 and 05dec2019): new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from dchu. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
Severity of harm was s3. A return sample has not been received at the site for evaluation. Summary of investigation: ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. Per sop-##, complaint trending guideline, effective 24feb2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. Refer to the attachment adverse event serious-unknown ap1284. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the 36 month trend chart lbh ae serious unknown 27nov2016 to 27nov2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation.

Event description:
Skin had burn marks and very painful/it burned her/burn marks in the pattern of the dark heating elements that are in the pad/ almost a week later and they are still sore [thermal burn], peeling skin/the skin burned off [skin exfoliation], the skin burned off and there was oozing [wound secretion], itching [pruritus], she noticed it started feeling warmer [device issue], I currently have a scar [scar], narrative: this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) in a red box, (device lot number ap1284, expiration date jan2022) (UDI# (B)(4) on (B)(6) 2019, per instructions on box for lower back and hip pain. Relevant medical history included ongoing low back and hip pain. The patient was non-pregnant. She classified her skin tone as medium (neither light nor dark), she did not have sensitive skin nor any abnormal skin conditions. Concomitant medications included ongoing sertraline hcl (zoloft) used from 10-15 years before. She has used other heat products in the past including thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2019 for pain relief with no problems. On (B)(6) 2019, the patient stated she used thermacare heatwrap on the lower back as directed for about 7 hours. It was warm but the patient didn't feel any pain. But when the product was removed, the skin had burn marks and was very painful. As reported, the patient had used one of pfizer's products and it burned her. It was the thermacare advanced backpain therapy large/x-large. She was upset and she would like to file a claim with pfizer's insurance company since she was injured by a thermacare hip patch. It shouldn't have burned her. The patient reiterated that she used this on lower back as directed for a little less than 8 hours it was warm but the patient didn't feel any pain when removed the product the skin had burn marks and was very painful. The patient had been checking it throughout the day and did not have any conditions that were listed on the box. The patient was not hospitalized for the event. The patient purchased thermacare heat wraps advanced back pain therapy l-xl lot ap1284 exp jan2022 03:30 approximately one month before. She had used a patch a week earlier with no problem. On (B)(6) 2019, she used the second patch. After wearing the patch for about 7 hours she felt the heat like last time. As she left work and walked to her car, she noticed it started feeling warmer. When she got to her car, she took it off and had several burn marks in the pattern of the dark heating elements that were in the pad. The burns were very painful and it was almost a week later and they were still sore. She stated that the skin burned off/peeling skin and there was oozing and pain (occurred on (B)(6) 2019) along with itching (unknown onset date) for 2 weeks. She has a scar above her bikini bottom. She was very upset this happened and confused as she used one previously with no problems. She did not have any conditions that were listed on the box and she was not over 55. She was very upset about this experience as she was guessing she would now have a scar from the burns it was right before the holiday and it was painful to sleep and prepare thanksgiving dinner. She also had company in town and was unable to go in the ocean with them due to the burns. When she looked up on internet about the product, she found that you have had previous complaints/knowledge about the product causing chemical burns. In this case, after 7 hours of what felt like normal heat, the burn came on suddenly after a slight increase in heat. She was also concerned about the toxicity of the heating element that burned and broke her skin and was wondering if she would have any side effects internally. She did not engage in exercise while wearing the heatwrap and checked her skin under the heatwrap when using the restroom throughout the day. She is treating the events herself by keeping it clean and applying antibiotic cream. The pharmacist said nothing you can do for burn other than keep clean. The patient used vitamin e- cream+ scar cream after the skin heated. The issues "the skin burned off/peeling skin and there was oozing and pain along with itching for 2 weeks" had resolved, but she now had a scar that is visible when wearing her bikini. The action taken with thermacare was permanently discontinued on (B)(6) 2019. The outcome of all events except scar was resolved. The outcome of scar was not resolved. According to product quality complaint group: severity of harm was s3. A return sample has not been received at the site for evaluation. Summary of investigation: ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burn marks. The cause of the consumer stating the wraps were causing burn marks is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing root cause related to the subclass. Per sop, complaint trending guideline, effective (B)(6) 2020, a visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified for the lot and subclass. Refer to the attachment adverse event serious-unknown ap1284. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the 36 month trend chart lbh ae serious unknown (B)(6) 2016. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-#, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-#. This deviation will not change the conclusion of the investigation. Follow-up (02dec2019, 02dec2019, 03dec2019 and 05dec2019): new information received from a contactable consumer and product quality complaint group included: patient gender, suspect product data (lot number, expiration date), past product history, new event description (the burns were very painful and it is almost a week later and they are still sore) and severity of harm from (B)(6). Follow-up (07dec2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07jan2020): new information received from a contactable consumer includes: demographic data; medical history, suspect drug data (lot number updated, start date and indication added); concomitant medication; event data (onset date, outcome, event of skin exfoliation, wound secretion, pruritus, scar and device issue added). Follow-up attempts are completed. No further information is expected. Follow-up (17feb2020): new information received from a contactable consumer includes: additional consumer comments. Follow-up attempts are completed. No further information is expected. Follow-up (09jun2020): new information received from a contactable consumer included: suspect product data (start date, action taken, stop date), concomitant product data, treatment received, events onset date and outcome. Follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group includes updated trend information and expiration date. Follow-up attempts are completed. No further information is expected.